Manufacturer narrative:
A review of the mfg records for the device(s) verified that the lot(s) met all pre-release specs. The gore tag thoracic endoprosthesis instructions for use states: complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to: endoleak, reoperation.

Event description:
On (B)(6) 2009, this pt underwent endovascular repair for a thoracic aortic aneurysm measuring 52mm in diameter, and was successfully implanted with a gore tag thoracic endoprosthesis. Coil embolization of the left subclavian artery was performed prior to implant. The pt tolerated the procedure without incident. On (B)(6) 2009, the pt was discharged. On (B)(6) 2012, the pt underwent reintervention and a conformable gore tag thoracic endoprosthesis was implanted. The device was landed proximal to the original tag device, in the aortic arch; intentionally covering the brachiocephalic artery (bca) and the left common carotid artery (lcca). Prior to implantation of the ctag device, the bca and lcca each had a gore excluder contralateral leg component implanted to maintain the blood flow. It is not known whether the procedure resolved the endoleak.